Manufacturer narrative:
The pump was returned for investigation. No physical abnormalities were observed on the returned product. The cause of the access site bleeding issue was most likely related to anticoagulation management since heparin stoppage resolved the bleeding issue with applied manual compression. As the necessary information was not provided, the root cause of the thrombus was not determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-19866 d9 date device returned to manufacturer missing. E4 should have been left blank. H3 device not returned to manufacturer for evaluation should have been no.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The complainant reported that the patient on impella 5.5 support had hematoma and bleeding post implant. Anticoagulant was stopped and pressure was applied to the site. Additionally, an echocardiogram is reading left ventricle thrombus. Treatment of the thrombus is unknown however it is noted that the procedural outcome was the patient survived surgery.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The pump was returned for investigation. No physical abnormalities were observed on the returned product. The pump passed the laser continuity test, and all five optical parameters were within specification range. The pump operated as expected in a bucket of water. Data logs show that several placement signal accompanied by a placement signal not reliable (psnr) alarm during the case run. The cause of the optical signal issue was not determined, as no abnormalities were noted on the returned pump. Pump worked up to the specification. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include placement signal issue description. H6 updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-19866. D10 concomitant medical products and therapy dates updated. G1 reporting contact email and reporting contact fax number updated.

Event description:
The complainant also reported that the placement signal was falsely alarming in the aorta, triggering 'placement signal unreliable' alarms. The alarms were subsequently muted.